Event description:
The device was used during a thoracoscopic upper right lobectomy procedure. Reportedly, the instrument was difficult to open and the staples did not form properly. The hosp has reported no pt injury occurred.